Event description:
Facility reports that during the treatment a kink in the arterial line occurred. Labs were drawn and pt was sent to e.r. Bloodline was saved for eval. Bloodline was on it's sixth use, facilities reuse goal is nine.